Event description:
It was reported during reprocessing, the plug of the subject device was busted. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the customer's report of a "damaged threads" was confirmed due to corrosion inside the blade mount. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely that the customer's report of a "plug is busted" was confirmed due to damaged connector. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the plug of the subject device was busted. There was no patient involvement.